Event description:
A malfunction was reported on a pump by the caller. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support in resetting the pump, which successfully addressed the malfunction code. The customer reverted to an alternate method of insulin therapy.